Manufacturer narrative:
Additional information: b5, b6, b7. B5: upon follow up, it was reported that on an unknown date, the patient was discharged from the hospital, antibiotics treatment was discontinued and the patient recovered from the fungal peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6. B5: upon follow up, it was reported that on an unknown date, vancomycin was discontinued. On an unknown date, the patient was treated with injection vancomycin (1gm, once a week, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for fungal peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The day before the peritonitis diagnosis, the patient was hospitalized for peritonitis. The same day as the diagnosis, the patient was treated with vancomycin (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.